Event description:
User received discrepant sodium and potassium results for one patient sample. Initial sodium result was 152 mmol/l, repeat result was 132 mmol/l. Initial potassium result was 1.6 mmol/l, repeat result was 4.7 mmol/l. Neither result was reported as they did not match previous results. No patients have been affected. The field service representative determined there was an issue with the ise tubing and degasser. He replaced the tubing and degasser. Performance tests were performed which were within specification.